Event description:
The physician reported one week after implant the patient experienced a return of symptoms; the patient was receiving an effect from the therapy, but it had decreased and the physician increased the dosage three times over four days. In 05/2007, an x-ray and dye test was performed; results showed the distal end of the catheter remained in the intrathecal space. During revision drug leakage was confirmed near the back pocket. The strain relief sleeve and the distal portion of the catheter were fractured at the strain relief sleeve and the catheter was repaired. The physician removed the fractured part of the distal catheter (9-mm), re-connected it to the proximal catheter and replaced the strain relief sleeve. The patient has recovered following the case.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.